Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. Loose particles/fibers in the optic body were observed and are compatible with handling the lens. The lens optic zone was observed clear as expected in the acrylic tecnis monofocal intraocular lens. No manufacturing defects such as embedded particles in the lens optics or haptics were detected. The customer's reported issue of a spot on the lens was not confirmed in the returned sample. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specification. There were no associated non-conformity reports found in the manufacturing record review. A search on complaints revealed no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, returned lens, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that prior to loading an intraocular lens, model zcb00, into the cartridge, the surgical technician saw a spot on the lens and decided to use another lens of the same model and diopter. The patient is fine. No additional information was provided.